Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery ((B)(6) 2014), spontaneous abortion, urinary incontinence and urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included decreased appetite, right lower quadrant pain, dermoid cyst, fat necrosis, fibrosis, ovarian mass and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since 2018, fluticasone since 2016, ibuprofen from (B)(6) 2014 to (B)(6) 2014, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since may 2014, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, tramadol hydrochloride (ultram ER) and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems ¿depression") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2015/ right salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, received treatment for psych injury : no plaintiff underwent unilateral salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Impression: bilateral tubal occlusion. Pathology test - on (B)(6) 2015: right fallopian tube: congestion, hemorrhage and edema. Pieces of right ovarian masses: mature cystic teratomas (dermoid cysts) with secondary reactive changes including fat necrosis and fibrosis. Ultrasound pelvis - on (B)(6) 2015: an ill-defined heterogeneous cyst is seen in the right adnexa, consistent with a dermoid cyst. The 6 cm measurements today are probably not as accurate as the recent CT (8 cm) due to shadowing by the fatty sebaceous material and hair (linear echoes are seen). There is doppler flow within the surrounding ovary and a 4 x 3 x 2 cm portion of normal ovary seen medially. Inferiorly, there are cystic compartments that may represent a 4 x 2 cm adjacent cystadenoma or hydrosalpinx. The left ovary contains the corpus luteum. The anteverted uterus is normal in size and contour. The endometrial echo is homogeneous with a small amount of internal fluid and without suggestion of polyp. The underlying bowel slides separately from the periumbilical anterior abdominal wall with exaggerated breath (normal slide sign).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014), spontaneous abortion, urinary incontinence and urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included decreased appetite, right lower quadrant pain, dermoid cyst, fat necrosis, fibrosis, ovarian mass and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since 2018, fluticasone since 2016, ibuprofen from (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, tramadol hydrochloride (ultram ER) and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems ¿depression") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2015/ right salpingo-oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, received treatment for psych injury : no. Plaintiff underwent unilateral salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Impression: bilateral tubal occlusion.. Pathology test - on (B)(6) 2015: right fallopian tube: congestion, hemorrhage and edema. Pieces of right ovarian masses: mature cystic teratomas (dermoid cysts) with secondary reactive changes including fat necrosis and fibrosis.. Ultrasound pelvis - on (B)(6) 2015: an ill-defined heterogeneous cyst is seen in the right adnexa, consistent with a dermoid cyst. The 6 cm measurements today are probably not as accurate as the recent CT (8 cm) due to shadowing by the fatty sebaceous material and hair (linear echoes are seen). There is doppler flow within the surrounding ovary and a 4 x 3 x 2 cm portion of normal ovary seen medially. Inferiorly, there are cystic compartments that may represent a 4 x 2 cm adjacent cystadenoma or hydrosalpinx. The left ovary contains the corpus luteum. The anteverted uterus is normal in size and contour. The endometrial echo is homogeneous with a small amount of internal fluid and without suggestion of polyp. The underlying bowel slides separately from the periumbilical anterior abdominal wall with exaggerated breath (normal slide sign). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems ¿ depression and mental anguish were added. New reporters, concomitant conditions and drugs added. Historical conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, received. Treatment for psych injury: no. Plaintiff underwent unilateral salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Reporter information updated. Removal date added. Outcome of the pelvic pain updated. Event : abdominal pain, gen. Abnorm. Bleed, psych injury added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (B)(6) 2014), spontaneous abortion, urinary incontinence and urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included decreased appetite, right lower quadrant pain, dermoid cyst, fat necrosis, fibrosis, ovarian mass and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since 2018, fluticasone since 2016, ibuprofen from (B)(6) 2014 to (B)(6) 2014, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since may 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since may 2014, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, tramadol hydrochloride (ultram ER) and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to(B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems ¿depression") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2015/ right salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes, received treatment for psych injury : no plaintiff underwent unilateral salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Impression: bilateral tubal occlusion.. Pathology test - on (B)(6) 2015: right fallopian tube: congestion, hemorrhage and edema. Pieces of right ovarian masses: mature cystic teratomas (dermoid cysts) with secondary reactive changes including fat necrosis and fibrosis.. Ultrasound pelvis - on (B)(6) 2015: an ill-defined heterogeneous cyst is seen in the right adnexa, consistent with a dermoid cyst. The 6 cm measurements today are probably not as accurate as the recent CT (8 cm) due to shadowing by the fatty sebaceous material and hair (linear echoes are seen). There is doppler flow within the surrounding ovary and a 4 x 3 x 2 cm portion of normal ovary seen medially. Inferiorly, there are cystic compartments that may represent a 4 x 2 cm adjacent cystadenoma or hydrosalpinx. The left ovary contains the corpus luteum. The anteverted uterus is normal in size and contour. The endometrial echo is homogeneous with a small amount of internal fluid and without suggestion of polyp. The underlying bowel slides separately from the periumbilical anterior abdominal wall with exaggerated breath (normal slide sign).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information, cluster ID were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.